Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, treated with manual injection/insulin pen, ems/ambulance/ER visit. The event involved product(s) mmt-1880, unomedical, mmt-332a. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Fluid was present in pump. Customer reported physical damage (crack) on the pump, location of the damage at the back of the pump. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were pump error 63 (filenumber: 518, linenumber: 130) (variable=26) on 06/16/2024 at 21:34:01.000, pump error 68 alarm on 06/16/2024 at 21:34:03.000 and 21:35:04.000, pump error 49 alarm on 06/16/2024 at 21:34:03.000, 21:34:15.000, 21:35:04.000 and 06/16/2024 at 21:35:18.000 and pump error 23 alarm on 06/16/2024 at 21:34:25.000 and 21:35:30.000 in the pump history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronics, force sensor, keypad flex tail, internal battery, battery tube, vibrator and motor assembly noted. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Unable to verify customer alleged for high bg. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. Pump expose to moisture damage confirmed. Pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test, high sleep current measurement during testing and pump error 63 alarm confirmed in the pump history due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.